Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia with blood glucose level 54 mg/dl. The current blood glucose level was 149 mg/dl. Customer was treated with food. The customer did not experience any symptoms due to high blood glucose. The customer feels okay to troubleshoot. The customer had been using the insulin pump within 48 hours of reported event. The auto mode feature was active at the time of high blood glucose event. The insulin pump will not be returned for analysis.